Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the multiple occlusion alarms occurred. Customer attempted to change the supplies and was unable to fill the tubing with insulin. Subsequently, customer was taken to the emergency room, and subsequently hospitalized due to a blood glucose level of 469 mg/dl. The customer became confused and got a laceration on her arm that required stitches. Customer was treated with an insulin and fluid drip, and 22 units of novolog. Customer was released from the hospital a day later with no permanent damage. Reportedly, the customer attempted load a new cartridge and fill the tubing and no insulin drops were seen coming out of the tubing. Customer reverted to manual injections for insulin therapy.